Manufacturer narrative:
(B)(4). Section d4: complete device identification information was not available as the subject device was discarded by the healthcare facility. Section h11: method: the subject rt380 adult dual heated evaqua2 breathing circuit and additional information were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: the healthcare facility reported that the subject device was not available to be returned to f&p healthcare for evaluation. Conclusion: based on the limited information provided by the healthcare facility and without the return of the subject device, f&p healthcare's investigation was unable to confirm or determine the cause of the reported issue. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: - visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - check all connections are tight before use. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in ohio that an rt380 adult dual heated evaqua2 breathing circuit was leaking. There was no reported patient consequence.